Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the onetouch ultramini meter displays error 1 message. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2010 and obtained the following information: the patient tests four to five times daily and manages her diabetes with an insulin pump. As a morning routine, after the patient gets out of bed she is to test her blood glucose prior to having her breakfast. The reporter confirmed that the alleged issue began on (B)(6) 2010 at 8am. The reporter denied that the patient had any symptoms prior to the alleged issue. The reporter stated the patient tried to test her blood glucose several times with the subject meter, however, the alleged issue continued. During her repeated attempts to get a reading, the reporter stated that the patient did not have her breakfast yet. Thirty minutes after the alleged issue began, the reporter claimed that the patient began to feel "sweaty, thirsty, and confused", symptoms which the reporter associated as having a low blood glucose. The reporter corrected and clarified that the patient tested with another device, at approximately 8:45am, and obtained a blood glucose result of "34 mg/dl". The reporter immediately administered treatment by having the patient consume orange juice and yogurt. At an unspecified time after treatment, the reporter stated the patient rechecked her blood glucose with the other device and obtained a result "in the 80's". Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began.